Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was located on the pneumatic tap. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.